Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturer for physical evaluation. Exterior visual inspection showed no signs of physical damage. The simulated treatment was completed without unexpected alarms or problems occurring. The cycler weighed fill volume values were within tolerance. The internal, visual inspection of the received cycler unit encountered no discrepancies. Mechanical tests passed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Event description:
A peritoneal dialysis patient reported pain while filling. A follow up call was made to the patient's nurse who reported that the patient had peritonitis and was being treated at home with antibiotics vancomycin and fortaz. The patient continued on antibiotics, and the culture was positive for corynebacterium. The source of contamination was not known however, the patient's nurse suspected the patient had been constipated and considered constipation as a probable cause.